Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited an issue with adjusting the bowden cables. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the nozzle was clogged with foreign material, which had been attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additionally, during the evaluation, the following findings were revealed: scope cover unit was deformed; label on scope-connector was damaged; due to damage on channel-tube, water tightness was lost; due to peeling on adhesive on bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; objective lens had a chip; light guide lens had a crack; connecting tube had a buckling; universal cord had a wrinkle; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak in the biopsy channel. It was further noted that the foreign material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.